Event description:
It was reported that they are returning their unit for service. The green cable is defective. There is no further info available. No reported pt consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.